Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was selected for use. However, upon opening the package and inspecting the stent, it was noted that a stent strut was sticking out. The procedure was completed. No patient complications were reported.